Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial lead noise, which caused inappropriate mode switching. Programming changes were made. The patient was stable.

Manufacturer narrative:
Corrected information: no oversensing was reported with this event. (B)(4).